Event description:
A (B)(6) patient in operating room for elective excision of left facial lesion. Provider was working through the patient's mouth to remove lesion. Bipolar forceps were being used for cautery. When the forceps were activated, they burned through the patient's lower lip.